Event description:
It was reported that a pump experienced a malfunctioning keypad. It was also reported that there was no pt involvement or adverse reaction.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. Confirmed keypad output anomalies. The unit in its received condition permitted power up (with door open), navigation, and pump run, however has limited keypad operation due to the column 2 keys (2nd soft key, setup key, #1 key, #4 key, #7 key being inoperable caused by a failed keypad. The remaining keys were functioning as expected. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.